Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During use, a doctor was using a cuff pressure measure to inflate and deflate the cuff. It inflated but couldn't deflate. The patient was reintubated. There was no patient harm.